Event description:
The pt stated, that her infusion tubing separated near the luer connection while sleeping. She stated that when she woke up, she found the infusion tubing completely separated and her blood glucose was elevated to 240 mg/dl. She did not experience any symptoms of elevated blood glucose. The pt was able to lower her blood glucose by changing her infusion set and bolusing. She stated that a normal blood glucose reading for her is 140 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The pt is visually impaired and was unable to provide the lot number or expiration date of the product. Product was replaced and requested to be returned for evaluation.